Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. Two 5.00mm/2.0cm/ 90cm peripheral cutting balloon were selected for use. During the procedure, the two balloons ruptured at nominal pressure and were then simply removed from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient's condition was good.